Event description:
During pci procedure, small wire fragment (pt 2ms 300) fractured off during case which migrated to tiny side branch of diagonal 1. Physician attempted to retrieve wire fragment with snare device, unsuccessful. It was determined to be more risky to attempt to remove fragment. Patient without chest pain. Physician will continue to follow patient.